Event description:
It was reported that during a sigmoid resection, the device was tightened and the device did not feel right when it was fired. They received complete doughnuts, but did not fire any staples. The doctor resected the rectal portion and they used another and completed the anastomosis with no patient consequences. The device was discarded.